Event description:
It was reported during routine follow-up that the left ventricular lead had dislodged. A loss of capture was noted on the lead. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.